Manufacturer narrative:
H2, h3, h6) the 9736217r computer with a lot number: 007-2391294 was returned to the manufacturer for evaluation. The reported problem was confirmed. The system would make a noise for about 2 minutes and then the system reported a localizer faulted and wouldn't initialize the em instrument interface preventing the instruments from being read from any of the ports. All the led's would stay off on the em interface. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the all-in-one (aio) was replaced. The navigation system then passed the system checkout and was found to be fully functional. The controller (product: controller 9735824r em s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure, as the reported issue could not be reproduced. H6: codes d02, b01, c13 apply to the system (product: computer 9736242 aio flex ent scand, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the controller (product: controller 9735824r em s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A05, a1102: localizer faulted a23: noise d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: 9735824r, serial/lot #: -, ubd: unknown, UDI#: unknown g02007: computer g04035: controller h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while registering, the local representative (rep) heard a "weird noise," and then it went to localizer faulted. Troubleshooting was performed. Print camera diagnostic were performed, controller faulted was noted. After restarting, the system was making a high-pitched noise. There was no patient involved.